Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead noted high out of range impedance measurements, loss of capture and high threshold measurements. X-ray was performed, but there were no visible signs of a lead fracture. The out of range impedance measurements were also noted through the pacing system analyzer. As a result, the ra lead was explanted and replaced. No additional adverse patient effects were reported.